Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The device was received in good condition. The reported problem was verified. Inspected the pump and found fluid ingression around downstream occlusion sensor. Fluid ingression was the root cause of the issue. The downstream occlusion sensor will be replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
Information was received that this smiths medical cadd prizm vip pump displayed intermittent wrong cassette alarm. No reported adverse effects.